Event description:
The patient had a tracheostomy performed percutaneously with a #6cn75h cuffed shiley flex on (B)(6) 2023. A cuff leak was noted starting around (B)(6) 2023, positional, requiring maximum cuff inflation or over-inflation to 29-32cm h20 to get adequate seal in the trachea. During this time, the patient was not an ideal candidate for tracheostomy exchange due to the severity of his condition. Decided to continue to monitor. During the am of (B)(6) 2023, the air leak worsened to the point of patient decompensation and required an urgent exchange to an 6.0 xltcd tracheostomy tube (60xltcd).